Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: 17613434. Product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: 18305621. Product family: scs-extension, upn: m365sc3138550, model: sc-3138-55, serial: (B)(4), batch: 17919978. Product family: scs-extension, upn: m365sc3138550, model: sc-3138-55, serial: (B)(4), batch: 17919978.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant of the entire system and was doing well post-operatively. The explanted devices were disposed by the hospital and will not be returned.